Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the effect of their "active lifestyle/body pump classes/pelvic floor therapy" on their implant was not determined. To resolve their issues, the patient stated they would not go back to any of those classes for six weeks to ensure healing. The patient stated right now they were just walking. The issue has not yet been resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va33hsp); product type: 0200-lead; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that on november 4th they had to go back and be opened up again because one of the leads had gone straight. Patient services agent asked patient to clarify what they meant and patient said an x-ray showed that the lead had moved. Patient said they had a sudden return of symptoms which involved several leaks in one day that continued. Patient said at first they thought it was because they drank a coke zero but after seeing the doctor and getting x-rays they know the return of symptoms was because of the lead having moved. Patient services asked for the event date of the return of symptoms but patient did not answer the question. The cause of the lead moving was unknown and the reason for the call was that patient wanted to know what activities they could and couldn't do. Patient said they were very active and they take body pump classes where they do lunges and squats. Patient said they also do pelvic floor therapy ever since they started having bladder issues. Patient services agent reviewed information and redirected patient to their healthcare provider (hcp). [See pe 608684870 for patient mentioned that they were surprised how lon g it took for their implant incisions to feel okay].